Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) sound an alarm tone and displayed battery failure message. The bottom button was clicked, but that did not resolve the alarm condition. The aic was restarted, and there was no alarm thereafter. Even though there was no more alarm tone, the decision was made to return the aic for evaluation. There was no report or indication of patient involvement.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email d2 device name has been updated.